Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in a mildly tortuous and moderately calcified left anterior descending artery that was 90% stenosed. A non-abbott guide wire was advanced and a 2.0 x 15 mm mini trek balloon catheter was used for pre-dilatation. It met initial resistance with the anatomy, and was inflated twice at 14 atmospheres. However, the balloon ruptured during its second inflation. Therefore, a 2.0 x 15 mm non-abbott balloon catheter was used instead, and a 3.0 x 38 mm xience sierra stent was implanted to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.